Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was cracked case at the reservoir compartment and scratched on the screen. The keypad did not respond well. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to an unlocked connector at the lcd board. Unable to perform displacement test due to unresponsive buttons. The insulin pump had broken reservoir tube lip, minor scratched lcd window noted, cracked battery tube threads and cracked case at the display window corners.